Manufacturer narrative:
Gehc service personnel replaced the lemo receptacle, replaced the computer board, also replaced the system interface, the hard drive, cine drive, and the generator interface for comparability with the new computer board in addition to all cables and connectors were included in the cpu kit, adjusted the cpu voltage to 5.1 (v). System now booted up and functions error free, able to save and retrieve images with correct patient information, in addition to recalling all saved images after the system booted-up. Checked system operations, unit functions as intended.

Event description:
Customer reported that screens intermittently go black during x-ray and communications error displayed. Customer stated that the unit operational and no patient injuries were recorded.